Event description:
It was reported that during the implant attempt there was dislodgment, difficulty positioning due to patient anatomy. The lead was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. The full lead was returned for analysis.